Manufacturer narrative:
Approximate age of device: 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2019 for hematuria. Per the account, the cause of hematuria was a suspected pump thrombosis. A ramp study was performed and was inconclusive. The patient was placed on argatroban and the hematuria cleared up. No further information was provided.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from 15jan2019 to (B)(6) 2019. The pump was set to a fixed speed of 9000 rpm and operated above the low speed limit of 8600 rpm for the duration of the log file. There were no atypical alarms and the log file appeared to show the system operating as intended. The account reported that the patient had hematuria and the account suspected pump thrombosis. The patient was placed on argatroban and the hematuria reportedly resolved. The patient remains ongoing on vad support with no further issues reported. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii lvas. The hmii IFU outlines indications of pump thrombosis and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.